Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the peg of tm tibia went through the cortical bone at the posterior side of the knee during insertion.